Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint.' The information reported may or may not be related to the edwards device. In this case, a 21mm valve was explanted after an implant duration of approximately 6 months due to unknown reasons. A similar valve, same size, was implanted as a replacement. No further details were provided.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is currently in process. It is unknown if the device is available for return and evaluation. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. At this time, the surgeon and follow up doctor contact information has not been provided. Without this information, we are unable to continue our investigation into the root cause for this event.